Event description:
It is reported that the tip of the exchange tube was damaged while in use by the surgeon. The fragment my still remain in the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.